Manufacturer narrative:
Blood was observed on the adhesive pad, inside the soft cannula, and inside the fluid reservoir. No damages or defects that would cause a bleeding/bruising event were observed when inspecting the soft cannula and bottom housing. The hard cannula tip was observed to be bent indicating the hard cannula is damaged. The cause of the damaged hard cannula could not be determined. This deficiency can be confirmed as the cause of the reported bleeding/bruising event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl and bleeding was experienced, while wearing the pod on the leg between 4 and 24 hours. A new pod was applied as treatment.